Manufacturer narrative:
Iris field service engineer (fse) was at the customer site and observed that the body fluid controls were failing low, and determined the evacuation bypass valve (ebv) was faulty. The fse replaced the ebv and was able to run body fluid controls successfully. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer stated they were experiencing body fluid (bf) control failures on their iq200 elite urine microscopy analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event as they were attempting to run body fluid controls at the time of event.